Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 11/25, inratio: 7.0, lab: 1.0; date: 11/25, inratio: 7.2, lab: 1.0. Patient was given heparin shots.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 11/25, inratio: 7.0, lab: 1.0, mean: 4.0, confidence limits: 2.3-5.7; date: 11/25, inratio: 7.2, lab: 1.0, mean: 4.1; confidence limits:2.4-6.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Caller was given heparin shots. This is adverse event case. Products will be tested when returned.